Event description:
It was reported that the implantable pulse generator (ipg) had a battery voltage 'ok' (2.68v) during the last follow-up. After 6 months there was no telemetry/no output condition of this device. The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.